Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: quattrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000038785.

Event description:
It was reported that during the ipg replacement procedure one of the leads had high impedance. As such, surgical intervention was undertaken wherein the ipg and lead was explanted and replaced. Effective therapy was established. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Correction: reportable aware date should have been 19sep2024 not 18sep2023.